Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was noise and oversensing in all three vectors. The noise was reproduced with manipulations. No adverse patient effects were reported.

Event description:
Subsequent information was received that a revision was performed due to the noise. Troubleshooting and repositioning the electrode were attempted without resolving the noise. The electrode was repositioned, but there were low amplitude measurements. Manual setup was performed and the intensity reduced from 2x to 1x. The myopotential testing showed the primary vector was the best choice between sensing and myopotential oversensing. Conversion was successful. No additional adverse patient effects were reported.